Event description:
During a remote follow up, noise resulting in oversensing was observed on the atrial lead. Abbott technical support was contacted and confirmed noise resulting in oversensing. The physician suspects lead damage, although it was not confirmed through diagnostic imaging. No intervention was performed at this time, although reprogramming is anticipated to be performed. The patient was stable and will continue to be monitored.